Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called reporting a blank display on his insulin pump. Customer's blood glucose level is 217 mg/dl. The possible causes of a blank display were explained to customer. The device has three scratches on the display screen and around the reservoir compartment. The device may have been bumped before while customer was at work. The device was exposed to fluid when customer was pushed into a swimming pool. Fluid is visible under the lcd display. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Insulin pump was received with blank display due moisture damage on electronic assembly. Moisture damage was found on motor assembly. Insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.